Event description:
Complainant alleges that her heating pad does not turn off. No injury or property damage involved with this product.

Manufacturer narrative:
Product was examined in 2004, by visual inspection and product testing using a digital powered analyzer, which checks the voltage, wattage, current and resistance. It was determined the pad operates in the off position without the indicator light illuminating. This is a result of an inoperative triac. No injury or property damage involved with this product.